Event description:
Info received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom technician found the release handle was broken. He replaced the handle to resolve the issue.